Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump during an infusion set change. The customer's blood glucose level was 106 mg/dl. The customer stated this was the third time he reused the reservoir and that it was on its 9th day of use. Reservoirs are single use products and should be changed every two to three days. Standard troubleshooting was unable to be completed. The customer was advised to change his reservoir, insulin, and infusion set. The customer also experienced issues trying to upload using his carelink software. The product is not being returned. Nothing further was reported.